Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached needle or cannula occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken or detached wire occurred. A photograph was provided for investigation. The allegation was confirmed via photographic inspection as a detached sensor wire. The probable cause could not be determined. No additional event or patient information is available. No injury or medical intervention was reported.